Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was downloaded previously for evaluation and it confirmed the customer complaint. The reported event of low transmitter battery was confirmed. The root cause cannot be determined .

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an error message for low transmitter battery was displayed. No additional patient or event information is available. Data was provided for investigation. The complaint confirmation of a low transmitter battery was confirmed. In addition, a failed transmitter error was present in connection to the reported allegation. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a transmitter failure error.